Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders and pump were removed and replaced because the device was malfunctioning. During the procedure it was noticed that the cylinders had a fluid leak. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. The outer tube of one of the cylinders had a hole from wear against the kink resistant tubing (krt) however, no damage was found in the inner tubing and the cylinder passed the leak test as performed. The other cylinder had wear at a fold near the middle of the cylinder body and passed the leak test as performed. The pump was visually examined, functionally tested and it failed the activation tests. Based on the information available and analysis results, the activation problem identified in the pump could have caused or contributed to the reported clinical observation of mechanical issue. The reported fluid leak could not be confirmed during the evaluation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders and pump were removed and replaced because the device was malfunctioning. During the procedure it was noticed that the cylinders had a fluid leak. No patient complications were reported.